Event description:
An olympus representative reported to olympus on behalf of the customer that while using the video system center, the endoscope momentarily blacked out (no image). The image was blurred and occurred when a strong light enters the lens, and it looks like a color shift occurred across the entire endoscope screen. The issue was found during the intended (upper and lower endoscopy) procedures. It was reported that the patient recovered quickly, and the procedure was completed using the same set of devices. There was no report of patient harm or impact associated with the reported event. The report is related to the following patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic.